Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the hose fell off from the clip and he found that the tubing detached from the quick release. The site location was reported as upper right thigh and the pump was worn on upper right side of the abdomen. The infusion had been in use for about one day and infusions were stored in his closet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to his body. No further information available.